Event description:
The customer reported that he had a motor error alarm on the insulin pump. Customer stated that every time he takes the reservoir out, a little piece of plastic comes out. Customer stated that the plastic was cracked. Customer stated that his doctor ordered a pump 3 months ago. Customer stated that his blood glucose was often in the 300's mg/dl. Customer was offered troubleshooting for his high blood glucose. Customer stated that he was going to see his doctor and wanted to wait to discuss his highs and lows with them. Customer was advised to discontinue use of the current pump due to cracks and a repeated motor error. Customer has a back-up plan and will be using needles for now. Customer confirmed that he has not been hospitalized in the last 6 months since receiving damage and motor errors. Customer did not complete troubleshooting for the pump damage or motor error at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.